Event description:
It was reported that after the third reload, the fourth only partially released and cut the stomach without stapling, the tissue was not stapled but only cut-1/2 stretch with staples, second half without staples. Had to be sewn over on both sides.

Manufacturer narrative:
(B)(4). Batch # 324a33. Additional information was requested and following was provided: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Patient's condition is fine. Hospital stay was extended by appr. 2 days. Patient has mild swallowing difficulties due to hand anastomosis at the fundus. During an rygb-op today, the stapler, after having fired 3 flawless blue magazines before, failed on the 4th use in the form that during the gastric transection at the his angle, staples closed incompletely on both sides (approx. Over 1/3 to max. 1/2 of the magazine length) and on the last approx. 3-4 cm no staples were ejected and closed at all and thus the tissue was only cut on both sides. As a result, an approx. 4 cm large rear wall defect remained on the pouch side and a similar defect on the remnant side. The stapler was washed out in a bowl of water after each release by the instrumentation nurse and any remaining released staples were removed. I can rule out mechanical obstructions in the path of the stacker such as titanium clips or the calibration hose. After replacing the stacker to be on the safe side, we were able to close the pouch-side defect with 2 additional magazines and several overstitches. The remnant-side defect had to be resected by 2 additional magazines. What was the or staffs experience with device? No bad experience. Everything was used as usual for years. Can detail be provided on exactly how the stapler was cleaned in between firings? In a kidney dish fully filled, when flushing, the crown of the plee60a is pulled so that the joint can be articulated. How deep was the basin of water used to clean stapler? -10 cm. Was the water deep enough to completely submerge the end effector above the articulation joint in a vertical position? Yes, in addition, the crown was held so that the joint can move freely. Does the surgeon routinely cross staple lines? No. Was the surgeon crossing a staple line when the misfire occurred? Since no staples came out of the magazine when it was not released, it closed the non-stapled side with additional magazines after replacing the device to be on the safe side, we were able to close the pouch-side defect with 2 additional magazines as well as several overstitches. The remnant-side defect had to be resected by 2 additional magazines. Additional information: this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos, some surgical instruments were observed inside of the body cavity and some staples were observed. In addition, significant fluid was noted inside of the body cavity. Based on the photos the event described could not be confirmed. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.